Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had bacteremia from a non-healing driveline exit site wound. Cultures identified methicilin-resistant staphylococcus aureus. The patient was on levaquin (levofloxacin) and was also started on vancomycin and cefepime. On (B)(6) 2023 the patient underwent incision and drainage with wound vac placement. Communication of wound infection with the left ventricular assist device (lvad) pump was confirmed and purulent fluid was noted. Omental wrap was performed on (B)(6) 2023. The patient has had prevena on the incision. The patient was on intravenous daptomycin and also on doxycycline. The patient was admitted to hospice and passed away due to bacteremia on (B)(6) 2023.

Manufacturer narrative:
Related MFR #2916596-2024-00321, captured driveline infection onset and treatment. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.